Event description:
The customer reported that sealing could not be done even though an end tone, signaling a completed seal-cycle, was heard. The procedure was a laparoscopic nephrectomy on a 3mm renal vein. Bleeding under 200cc occurred and was controlled by astriction. Another device was used to completed the procedure without incident.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.